Event description:
It was reported that the procedure was to treat a lesion in the right renal artery. The 6.0 x 15 mm herculink elite stent delivery system (sds) was advanced; however, some resistance was noted with the guiding catheter, and the stent dislodged proximally on the sds. The sds was able to be removed without issue, with the stent still on the shaft. A new sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.